Manufacturer narrative:
Investigation: two (2) samples were received from the customer attached to filled syringes. The needle hubs were removed from the syringes and were visually examined using 10x magnification. The samples were found to not be bent, and no defects were observed. There was no damage, the bevels were good and the etch was good. No defective grind was found and no hooks were observed. Both samples were found to be clogged as light could not pass through the needle. Based on the sample analysis the condition of a dull needle could not be confirmed as the returned samples did not exhibit any point damage or defective grind or hooks. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process.

Event description:
Material no. 305106 batch no. 8324761 it was reported the bd precisionglide¿ specialty use sterile hypodermic needle the needles are dull and blocked. The following information was provided by the initial reporter: ophthalmology department is having multiple issues again with dull and blocked needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of needle dull for lot #8324761, item #305106. Root cause description: based on the investigation conclusion and without a sample to analyze, the conditions reported by the customer could not be confirmed nor could these symptoms be correlated with a potential cause linked to the bd process. Rationale: based on the investigation conclusion and without a sample to analyze, the conditions reported by the customer could not be confirmed nor could these symptoms be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no. 305106, batch no. 8324761. It was reported the bd precisionglide¿ specialty use sterile hypodermic needle the needles are dull and blocked. The following information was provided by the initial reporter: ophthalmology department is having multiple issues again with dull and blocked needles.